Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation with 425cc smooth mentor memorygel breast implants experienced postoperative left-sided implant rupture with complications of breast pain and breast mass, and right-sided breast cyst. The patient underwent mammogram/ultrasound and MRI, which indicated left breast implant rupture and right breast cyst. As a result, the patient underwent explantation and replacement with 400cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502400, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.